Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silastic sleeve could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to the clinic on (B)(6) 2022 with damage noted to the driveline which the patient had repaired with electrical tape. The electrical tape was removed and rescue tape was applied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Voluntary medwatch form # (B)(4) was received on 05may2023.